Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went hospital due to high blood glucose on (B)(6) 2019. Customer¿s blood glucose was 299 mg/dl in the hospital. Customer¿s current blood glucose level was 245 mg/dl. Customer had symptoms such as nauseous, felt heart was racing (98 bpm) dizzy. Customer was treated that with insulin shot and insulin drip. Customer stated that there was no air bubble and leak. Customer did not allege insulin pump for under delivering. Customer stated that the cannula was bent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. No unexpected insulin flow blocked alarm noted. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).